Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had a ¿spell¿ where they couldn¿t see anything and discovered it may have been hallucinations from medications and they had a ¿small seizure¿ after that. The patient had an appointment on february 23rd to address their symptoms, but the healthcare provider (hcp) was ¿having problems reading the screen to evaluate if it was working or not.¿ the manufacturer¿s representative (rep) was at the appointment and ¿got everything straightened out.¿ currently the recharger charge level wasn¿t incrementing regardless of how long the desktop charger was plugged in for as the recharger was broken. The patient was still able to charge their implant when the desktop charger was connected to the recharger. During the call the implant was half charged with four coupling bars. The recharger was going to be replaced with a wireless recharger.

Event description:
Additional information received from the consumer reported they woke up one morning and couldn¿t talk, and since then their tremor had gotten worse. The consumer used to have a little bit of a tremor, but now their right leg and hand were going crazy on and off with their medication having no effect on the tremor. Since that time the consumer also had one experience that was ¿like an epilepsy attack they couldn¿t get out of.¿ the consumer was already in touch with their doctor, but they didn¿t know how to check the device. A request was made for a list of other physician¿s in the area.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the implant moving and symptoms were their tremors being fast they were more like a seizure. The device was still moving and their symptoms were still occurring, but they weren¿t as bad. The consumer was going to see another doctor for a second opinion.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their implant wouldn't charge at night and in the morning they woke up unable to talk. Pt said they would try to say a word but nothing came out. Pt said they let their dr. Know about this and dr. Told them that issue was fixed and that they would see pt this friday for an appointment (pt was able to speak during call). Pt said they had parkinson's disease but had never experienced that before. During call pt attempted to start implant charging session and recharger wasn't coming on. Pt plugged recharger into desktop charger (dtc) and recharger started to charge and was at 25%. Pt said that the recharger had been plugged into the dtc for almost a week but the recharger battery never fills up. Pt inspected the connector pin on the dtc and found that the connector pin was damaged. Pt was able to start an implant charging session during call and implant started charging with poor coupling. Repositioning the recharger antenna didn't resolve the issue. Pt checked implant with patient programmer, therapy was on. The issue was not resolved. An email was sent to the repair department to replace the device. Patient services (pss) emailed repair to send replacement recharger antenna (for poor coupling) and replacement dtc (for damaged connector pin on dtc). Pss advised that pt call in with someone to help them if they needed assistance in the future as pt was very hard to understand. Pt said they ps may have to ask them questions twice because they hallucinate. Pt said they've always had hallucinations but that recently they had been getting worse. Pt also said their implant had moved because "all the animals and children had been grabbing at it and moving it". Pt said they had told their healthcare provider (hcp) about the issues they had been having and said they have an hcp appointment this friday.

Manufacturer narrative:
Concomitant medical products: product ID 37751 lot# serial# unknown implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37791 lot# serial# unknown implanted: explanted: other relevant device(s) are: product ID: 37751, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37761, serial/lot #: c0545028, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.